Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor tail, no watermark was observed on the sensor tail indicating an insertion failure. No failure modes were observed upon visual inspection of the plug assembly. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor related" error message was reported with the adc device and customer was unable to obtain readings. It was indicated that the customer was treated with oral sugar by a third party. There was no report of death or permanent impairment associated with this event.

Event description:
A "sensor related" error message was reported with the adc device and customer was unable to obtain readings. It was indicated that the customer was treated with oral sugar by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.